Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason for the cracked screen was unknown. The customer was unable to view continuous glucose monitor readings due to the shattered screen and subsequently experienced a blood glucose (bg) level of 482mg/dl. Contact administered a 5 unit manual injection in an attempt to treat customer's bg. Subsequently, the customer went to the hospital and was admitted to the intensive care unit where intravenous insulin and electrolytes were administered to resolve bg level. Customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.